Event description:
It was reported that during the attempt to cross an unspecified lesion with a 2.25 x 12 mm xience xpedition stent, the proximal shaft became separated. The device was withdrawn from the anatomy without issue. Another xience xpedition stent was used for the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. The failure to advance/ cross the lesion was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.